Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the fenestrated bipolar forceps instrument's wire broke. The instrument arm was immediately removed, and all parts were accounted for. The procedure outcome is unknown. No fragment was reported as falling into the patient. On 08/02/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: during surgical procedure, robot instrument arm the fenestrated graspers broke. As surgeon was working, he noticed that the grasping wire broke. The robot instrument arm was immediately removed, and all parts were accounted for. Surgeon and all surgical team made aware.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.